Event description:
It was reported that the biomed had the arctic sun device that was not filling, the circulation pump vacuum feels very weak, sending 2k preventive maintenance information to biomed. Per sample evaluation results on 14mar2025, during post repair three of the tank¿s seals found torn.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The device was evaluated upon receipt. Arctic sun device that was not filling, the circulation pump vacuum feels very weak. Serviced circulation pump. Performed pm procedure. During post repair three of the tank¿s seals found torn. Serviced mixing pump. Replaced heater, drain valves, manifold o-rings, tank tubing, coin cell, tank seals. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not filling, the circulation pump vacuum feels very weak, sending 2k preventive maintenance information to biomed.